Event description:
The following has been reported: biomed can see screen display but pump not recognizing any touch. No patient harm. A review of the logs has allowed fresenius kabi engineering to review and identify the following issue: mechanical hardware failure (screen, no input). Reporting due to referenced issue. No adverse effects were reported. The device was received back for investigation. Touchscreen not functioning on pump. Opened pump and found the touchscreen flex cable disconnected, one of the wifi antennas not glued to the housing and minor chipping near two different handle screw bosses. Reconnected the touchscreen flex cable and confirmed it operates as expected. Recommend sending pump for repair and return to refurbished inventory. Fresenius kabi has performed a retrospective review of complaints associated with this failure mode and has decided to submit an MDR submission as a conservative measure.